Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 19 graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft to the obtuse marginal artery. Two graftmaster stents (3.5x19mm and 4.0x16mm) were being used to treat a perforation; however, after being implanted the stents failed to seal the perforation. A 4.0x26mm graftmaster stent was deployed over the two other stents and the perforation was successfully sealed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.